Event description:
It was reported that a few months ago, this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized for troubleshooting following multiple inappropriate shocks. The physician suspected that the inappropriate therapy was delivered due to sense node b artifact oversensing. Recently, the s-ICD device declared the normal elective replacement indictor (eri) and was surgically explanted. During the procedure, the physician also elected to explant the electrode. A new s-ICD system was subsequently implanted to resolve the event. No additional adverse patient effects were reported. It was indicated that the explanted s-ICD system was discarded and will not be returned for evaluation.